Event description:
The patient had a needleless sling device implanted in 2008. On two occasions shortly after the surgery, minor resections of the sling material were performed due to erosion. In (B)(6) 2025, the patient reported erosion. The current health of the patient is in good health, with normal age-related problems. The patient has pain and urinary incontinence.

Manufacturer narrative:
The adverse events reported for the patient are identified as potential risks of the device. An investigation has been performed and no more information is available about additional treatments to correct pelvic floor disorders (sui and pop). If any further relevant information is identified, a supplemental MDR will be filed.